Event description:
The customer reported that the device failed to power up via dc power.

Manufacturer narrative:
The customer reported that the device failed to power up via dc power. The unit was evaluated by philips, and the symptom was verified. Replacing the battery pca resolved the issue.